Event description:
It was reported that the tubing of the patient's infusion set was separated from the headset. The infusion set was requested to be returned for product evaluation. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6).